Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained post-paced t-wave oversensing was seen on the implantable cardioverter-defibrillator (ICD). The ICD was reprogrammed on (B)(6) 2021. The patient was stable throughout and will continue to be monitored.